Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was broken around the battery compartment. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Also received with bleeding lcd glass.